Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was able to duplicate the reported issue.  Physio replaced the system pcb assembly and then observed proper device operation through functional and performance testing.  The device was returned to the customer for use.

Event description:
The customer reported that their device had its service indicator illuminated and would not complete its boot up cycle.  The customer indicated that they were able to power the device off once this issue occurred.  There was no report of any patient use associated with the reported boot up issue.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly in the failure analysis center and determined the cause of the reported issue to be due to a failure of the single board computer assembly.